Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved an enfit lopez valve. It was reported that the piece fits but does not stay in the g-tube. It easily falls out and causes leaks. We were having to either tape the piece below to the g-tube or use the 5-in-1 connector to try to keep the tube feeding connected to the g-tube. There were no reported patient involvement and harm.